Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the header of the pulse generator that was used in the procedure and that the lead insertion force used to insert the lead was out of specification for the product. When tested with other devices, the lead exhibited normal characteristics.

Event description:
It was reported that there was difficulty inserting the atrial lead into the header of a device during implant. The lead was removed and replaced.